Event description:
I underwent a routine bladder sling surgery approx (B)(6), 2013 at (B)(6) hospital in (B)(6). (B)(6) used the da vinci robot to perform the surgery. As the robotic arm was re-positioning my small intestine, the robot sliced my small intestine without the surgeon knowing it. According to the surgeon, the robot stopped video taping the procedure half way through so he was unable to determine what had happened. Emergency life saving surgery was performed on (B)(6), 2013 by the resident surgeon to repair the tear. It is now 3 months post procedure and I still have not been able to return to work as I still have an open abdominal wound. Please, I respectfully ask that you take the da vinci robot off the market and not let it harm any further people. My hospital bills are nearing (B)(6).